Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge and while charging multiple intermittent temperature alarms occurred. Pump was hot to touch. Customer's blood glucose was approximately 170 mg/dl. Customer reverted to using an alternate method for insulin therapy.